Event description:
Livanova deutschland received a report that the roller pump 150 is having intermittent issues switching on/off. Medical team opted for hand crank. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 roller pump 150. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11. Through follow-up communications, it was clarified that the affected pump had been used as an ECMO pump. Reportedly, it was uncertain whether there was a real electrical problem or whether unfamiliarity with the equipment may have contributed to the claimed event. A livanova field service engineer was dispatched to customer¿s facility and did not replicate reported event, nor found any issue with the pump. As preventive measure, the power switch was replaced. Following successful functional tests, the unit was returned to service. If any additional information will be received, this will be provided into a supplemental report.

Event description:
See initial report.